Event description:
The following has been reported: event description dka pt receiving an insulin drip, IV infusion started at 0200, bag was primed and connected to pump, pump began to infuse, no alarms sounding, screen said "infusing". During the hourly sugar checks, at 0300 customer saw that the fs was not moving fast enough, contacted the md and went from 0.1units/kg/hr to 0.15/units/kg/hr. At 0400 customer noticed that the fs still barely moving, pt family friend reported that the pump looked like it was leaking, upon inspection the cartridge of the IV tubing was leaking insulin to the floor and most likely not infusing hence why his sugar was not moving. Customer changed the med bag, tubing and pump, took the pump out of service and threw the tubing and insulin bag out. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, over-insertion of the secondary port which caused a crack at the cassette, and cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection included 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, quality sampling for final physical testing, for performing a flow and underwater leak tests, and 100% visual inspection during the manufacturing process and final physical inspections. The batch review could not be performed as the affected batch was not provided.